Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door 1 was giving errors. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which located 1 similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 10-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 1 was double clicking. The field service engineer replaced the micro switches, cleaned and lubricated the latches using carbon conductive grease to resolve the issue. The system functioned as intended after the field service engineer repaired the device.